Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). The final implant depth was 3mm. Following the procedure, the patient repeatedly recovered from heart block symptoms. On (B)(6) 2023, a leadless pacemaker implanted. The patient was hospitalized from navitor implantation to discharge. On an unknown date, the patient was discharged from the facility.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). The final implant depth was 3mm. Following the procedure, the patient repeatedly had symptoms of heart block. On (B)(6) 2023, a leadless pacemaker implanted. On an unknown date in october, the patient was discharged from the facility.

Manufacturer narrative:
An event of heart block and pacemaker implantation post procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.